Event description:
Patient was undergoing left total hip replacement. The drill bit broke off into the bone. The surgeon decided to intentionally leave the drill bit piece in place because the risk of digging it out was breaking the bone. Biomet ringloc quick connect drill bit 3.2mm/30mm, ref # 31-323230. The surgeon estimates the size by xray to be 11.6mm.